Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with mentor memorygel, 500cc breast implant experienced bilateral capsular contracture grade IV post procedure. The physical examination confirmed the issue. As a result, patient scheduled for removal on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on december 28, 2021 indicated that the left implant was also ruptured. As a result patient underwent bilateral capsulectomy, and bilateral replacements as follow; l/ cat#: shpx700, sn#: (B)(6), r/ cat#: shpx700, sn#: (B)(6). This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicated that date of surgery was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 12 , 2022. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 500cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 19, 2021 stated that the patient experienced right sided acquired deformity nos, and capsular contracture grade I. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).